Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of high. Reportedly, the customer alleged the pump software "was on" and did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump software was turned off during the event. Customer turned ciq software on and is functioning as intended. Customer acknowledge pump was working as intended.